Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima(tm) plus biliary stent was removed from a patient during a planned stent removal procedure performed in the bile duct (procedure date not reported).. According to the complainant, during the planned stent removal procedure, the physician reported that the flexima(tm) plus biliary stent had migrated. The stent was removed using forceps and the procedure was completed. The physician also noted that when the stent was initially placed in the patient, the stent barbs would not fully expand. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".